Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. The device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "rupture, pain, different in texture, and different in droopiness." Device has been explanted.

Event description:
Patient reported left side "rupture, pain, different in texture, and different in droopiness." Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. ¿ pain: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed.